Manufacturer narrative:
The insulin pump was received with a blank display due to corrosion on the electronics. The low battery life and reset anomalies were unable to be verified due to the blank display. The pump was received with minor scratches on the display window, cracked casing at the display window corners, broken battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that she changed the battery to her insulin pump yesterday but at three am her pump prompted her to reset the time and date. The new battery was also at half life, but she attributes that to using a lithium battery instead of an alkaline battery. She also noticed that the battery compartment was broken. The current battery in the pump is an alkaline battery but the display remained blank. The patient's blood glucose at the time of the blank display was 350 mg/dl. Troubleshooting was initiated for the blank display anomaly. The customer confirmed that the pump had not been dropped, bumped, or exposed to moisture. The customer cleaned the battery contacts with an alcohol wipe and inserted a new aaa alkaline battery but the display did not return. The customer was advised to revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement pump was shipped to the customer.